Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 13-dec-2020, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of gablofen at 200 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the incision at the pump pocket site had difficulty healing. The patient's healthcare provider opted to move the pump from the right abdomen to the left abdomen. A segment of the patient's catheter was trimmed and replaced with a new pump segment as well. The old segment was discarded. The site was tested for infection and came back negative. There were no known environmental facts that might have led or contributed to the issue. The issue was considered resolved at the time of the event. The patient's status at the time of the event was reported as "alive - no injury". No further complications were reported. Additional information was received from the hcp via the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the catheter revision was necessary to move the pump pocket. No further complications were reported.